Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The lead was capped and replaced. The patient would be followed normally.